Event description:
It was reported that the patient was experiencing pain. It was also noted that the ipg was flipping. The patient underwent a revision procedure wherein the ipg was stapled down by the eyelets. The patient was doing well postoperatively.